Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high impedances on the right ventricular (rv) lead. The impedances were greater than 2500 ohms. The rv lead was suspected to have a fracture, but it was not confirmed. The rv lead was explanted and the ICD remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received from analysis of the rv lead. A lead fracture was confirmed in the outer conductor coil. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.